Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was noted to be depleting quickly, taking too long to charge, and had insulin depletion issues. A follow up with the customer on (B)(6) 2016 indicated that the customer stopping using the pump on (B)(6) 2016 and the pump shutdown due to low power. The customer was using lantus and novolog as backup insulin therapy. It was reported that the pump was not charging properly and that an empty cartridge alarm occurred on (B)(6) 2016 when the customer filled the cartridge on (B)(6) 2016 with 480 units. There was no impact to the customer's blood glucose level. Recommendation was made for the customer to upload the pump to the t:connect pump database to review logs. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.